Manufacturer narrative:
The customer's product has been retuned for investigation. A follow-up report will be submitted once all investigation activities are complete. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into the c zone. The length of sensor wear was days. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer reported receiving a high reading from their abbott diabetes care device. Customer reported a high reading of 333 which was higher than a adc meter of 47. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The returned meter was investigated with retained test strips and a known-good retained battery. Visual inspection was performed on returned meter. No new issues were observed. Meter powered on with button depression and test strip insertion. Control solution testing has been performed and all results were within range specification. Blank screen was not observed. The complaint was not confirmed. At this time the freestyle strip has not yet been returned. An extended investigation has been performed for the reported freestyle freedom lite meter and freestyle strip and there was no indication that the product did not meet specification. Dhrs for the freestyle freedom lite meter and freestyle strip were reviewed and the dhrs showed the freestyle freedom lite meter and freestyle strip met specifications prior to release to distribution. Retain testing was performed for freestyle strips, and all units performed in specification and passed. If the partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.